Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: after catheter being in patient for 14 hours, the cuff deflated. The catheter was removed and the doctor reported a break in the cuff. No reported patient injury. Patient current condition reported, as fine.